Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to glare/halos and blurred vision. The lens explant resolved the problem. Another lens was not implanted.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a small vial. Visual inspection found no visible damage on the lens. Corrected data: conclusion code: as per dfu, vicmos are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. Device code: (B)(4) previous code is not applicable, blurred vision and glare/halos were reported.